Event description:
It was reported that a malfunction occurred on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.